Event description:
My hair started breaking and falling out in handfuls. I started feeling as though I was going crazy. Brain fog, couldn't remember things. I went to primary care dr, she ran tests and couldn't really find what was going on with me. She referred me to an endocrinologist. At which time she told me I had hashimotos and also perimenopause symptoms. At the time I was (B)(6). Very active, run marathons, do spartan races, workout at the gym 6 days a week. I was then put on thyroid medicine. I decided to go to another dr that treats for alternative medicine and get another opinion. He also did more tests. He did verify my body was going through something at which time put me on another thyroid medicine (so now I'm on two). He also prescribed me estradiol, estrogen, progesterone, and testosterone compounds, which to this day I am still on. It helps a little but I dont feel good all the time. Progressively my health is getting worse. Just last year I had to have my gallbladder removed. The latest health issue is my stomach is constantly hurting. I can't eat without getting severe stomach aches and bubbles in it, my dr says may be ibs. I am constantly tired now and don't workout as I used to. My fear is my pain and discomfort will get so severe that I will not be able to go even out of the house, which I do stay home a lot more often now. I have developed social anxiety which I take medication for also when needed. I have had too many tests to even list or count and put below. I am reporting this so as to help with some more research that is needed to raise awareness of this very big issue. My thyroid and hormones are now monitored every 6 months and they never seem to be at the right levels. Too many tests done to list over the past 5 years. FDA safety report ID# (B)(4).